Event description:
A medtronic rep reported an inaccuracy occurred with the stealthstation navigation system during a cranial tumor resection. She stated that they registered with tracer technique three separate times. The 3d model looked true to the pt and during registration they tried to stick to bony anatomy. Each time they went to navigate and checked accuracy, they experienced accuracy drift. The first time the surgeon stated the accuracy was off laterally. The second time when the surgeon checked accuracy, the software showed the virtual probe in the bone when it was actually in the brain. The rep stated that navigation was 6mm-10mm inaccurate and it was a different amount and direction inaccurate each time they attempted to navigate. Navigation was discontinued and the surgery continued with an ultrasound machine. There was no harm to the pt.

Manufacturer narrative:
The camera was replaced on the system. After replacing the camera, the system tested accurate.